Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a remapping appointment, in situ testing showed 8 electrode channels with status hi, out of which 3 had been with status hi since at least 2009. The family will now pursue re-implantation but a date has not yet been scheduled.